Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that the receiver restarted itself without manual input on (B)(6) 2015. No additional patient or event information is available.